Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-31225. Related manufacturer reference number: 2017865-2021-31226. It was reported that the patient had a pocket infection. The pacemaker system was removed. The patient was stable.